Event description:
The hosptial reported that preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading into the delivery tube. The surgeon used a fifth heartstring seal to complete the procedure. No patient complications were reported by the hospital.